Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2019. Four days later on (B)(6) 2019, cultures report positive for e. Faecium, with infectiology, antibiotic management and prosthesis retention protocol are initiated. The case report form indicates this event is definitely dot related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Event description:
As reported, this patient's most recent revision surgery: (B)(6) 2019. A 62 y/o male patient who is 5¿5¿ and weighs 132 lbs., experienced a right tha revision of a competitor¿s device on (B)(6) 2019. Four days post-op, wound cultures report positive for e. Faecium, with infectiology, antibiotic management and prosthesis retention protocol were initiated. The reason for the initial revision of a competitor¿s devices was not reported to the study. The patient is reported as a long-time smoker. The patient was discharged to an extended care facility on a walker. The study information documents the patient¿s ¿complication¿ status at discharge as ¿resolved¿ on (B)(6) 2019. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. The initial rha was completed in 1985 due to a fracture.

Manufacturer narrative:
Section h10: (h3) the evaluation noted as reported, this patient's most recent revision surgery: (B)(6) 2019. A 62 y/o male patient who is 5¿5¿ and weighs 132 lbs., experienced a right tha revision of a competitor¿s device on (B)(6) 2019. Four days post-op, wound cultures report positive for e. Faecium, with infectiology, antibiotic management and prosthesis retention protocol were initiated. The reason for the initial revision of a competitor¿s devices was not reported to the study. The patient is reported as a long-time smoker. The patient was discharged to an extended care facility on a walker. The study information documents the patient¿s ¿complication¿ status at discharge as ¿resolved¿ on (B)(6) 2019. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. The initial rha was completed in 1985 due to a fracture. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and nosocomial in origin. (D11) concomitant device: femoral head (cn: (B)(4), sn: (B)(6) no information provided in the following section(s): d4 (serial number and expiration date).